Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, probable cause is unable to be determined. The device history review (DHR) reviewed was not performed due to the lot number for this complaint being unknown.

Event description:
It was reported that the patient called at 1042 after coming back to her room from using the bathroom. The patient noted that the chemo lock (both male and female parts) had come disconnected from her pac lumen and the chemo (ifosfamide) was dripping onto the chair arm and floor. The medical assistant (ma) responded first and grabbed a registered nurse rn) right away. Rn stopped infusion immediately, estimated between 30-60 seconds after the onset of the spill. Charge rn came to clean the site since ifosfamide has the potential to aerosolize. The patient was moved to a new room and infusion restarted at 1047. Per the pharmacist, an estimated 2-4 ml of the drug was lost, so the safest course per pharmacist is not to add any additional chemo as we cannot be 100% sure how many ml were on the floor. Per pharmacist, such a small amount to be lost is an insignificant amount in terms of losing drug to the patient. A small amount of chemo had dripped onto the patient's hand as well as onto her shirt. The patient washed her hand 3 times with dawn soap, drying well in-between washings. The patient removed her shirt and put on a scrub top from the unit. The patient's shirt was double-bagged and the patient was counseled to wash the top 2x in a warm wash cycle without any other clothes. They were unsure why the chemo locks disconnected from the patient's pac lumen. They had twisted the male piece onto the patient's lumen securely until it couldn't twist anymore when attaching the main tubing with intravenous (IV) fluids. There was no skin irritation at the end of the day. Moreover, there was no delay in therapy that was critical to this patient; this delayed chemo by only about 10-15 min. The interventions required consisted of the charge nurse donning the appropriate ppe including a respirator and cleaning the room. There was a patient involved, however, no harm was reported.